Event description:
There was an allegation of a questionable creatinine jaffe, gen 2 result from the cobas 4000 c311 system. The initial result was 4.43 mg/dl with a data flag and was reported outside of the laboratory to the doctor. As the result did not coincide with the patient's medical history, the doctor requested repeat testing. On 13-oct-2022, the same sample was retested on the same analyzer with a result of 2.09 mg/dl and on a cobas c501 analyzer with a result of 1.80 mg/dl. The repeat result was believed correct. The reagent lot number was 63597001 with an expiration date of 31-jan-2024.

Manufacturer narrative:
A general reagent problem could be ruled out because calibration and quality control were acceptable. It was found that the customer is not cleaning the probes on a daily basis as recommended. Therefore a carry-over event can not be excluded. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.